Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. The aortic neck is angulated and is 3 mm in length. The patient has patent lumbars and a patent ima. It was reported that there was a proximal type 1 endoleak during a follow-up visit with a slight increase of 2 mm in the aneurysm size which measured 5.9 cm. The endoleak was attributed to the short angulated aortic neck. A 36 mm diameter endurant cuff was implanted proximally but did not completely resolve the endoleak; because the struts of the bifurcated stent graft did not allow for a complete seal. No further intervention was performed and the decision was made by the physician to monitor the patient. No additional clinical sequelae were reported and the patient is fine. A review of several returned still images show a very short neck which is angulated.

Manufacturer narrative:
Method: film evaluation. Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; very short and angulated neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; very short and angulated neck).